Event description:
The patient was prepped and draped in the usual sterile fashion. A lieberman eyelid speculum was positioned on the operative side. A temporal approach was used. Counter traction with a cotton tip applicator was applied as a paracentesis incision was then incised 2-3 clock hours clockwise of the planned corneal incision with a 1.0 mm clear cut sideport blade. Less than 1.0 cc of sterile epi-shugarcaine was instilled into the anterior chamber. Dispersive viscoelastic was then instilled via the paracentesis to fill the anterior chamber. The visco cannula was used to stabilize the globe and a tunneled clear corneal incision was incised temporally, 1 mm anterior to the limbal arcade, using a 2.4 mm clear cut slit blade. The cornea was coated with cellugel. A cystitome needle was then used to incise the anterior lens capsule and a capsulorhexis performed with the utrata forceps. The nucleus was hydro dissected with bss through a 27g cannula and phacoemulsification was then performed, incorporating the divide and conquer technique and vertical chopping to remove the nucleus and cortical bowl. The residual cortex was then removed with the irrigation/aspiration handpiece and cohesive viscoelastic instilled to inflate the capsule. The intraocular lens was inspected and its power confirmed. Using the alcon acrysof iq injector, the intraocular lens was inserted in the capsular bag. The pre-loaded iol optic was noted to have surface marring. Viscoat was injected anterior and posterior to the intraocular lens (iol) and the haptics were lifted anterior to the capsule. The wound was enlarged to 3.5 mm using the keratome blade. The trailing haptic was grasped with kelman forceps and pulled through the wound. Next the 0.12 mm forceps were used to grasp the central optic and the iol was advanced to the wound. Using gentle constant pressure directed toward the wound, the optic gradually folded and was removed from the eye with the optic and both haptics intact. Provisc was instilled to inflate the lens capsule and another identical iol was inserted into the capsular bag and positioned with a drysdale spatula. The residual viscoelastic was removed with the irrigation/aspiration hand piece. Bss was instilled via the paracentesis to inflate the anterior chamber. The wound was hydrated with bss through a 27-gauge cannula to ensure a watertight seal. The chamber was deep, palpation pressure mid-teens, the lens was centered in the capsule, and the pupil was round and regular. The wound was checked with weck cel sponges and no leaks were found. The lid speculum was removed and antibiotic, pressure-lowering, and steroid drops were placed on the eye. A shield was applied.